Event description:
It was reported to philips that the system could not be started. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The remote service engineer (rse) checked with the customer and confirmed that all the screens were black and the review module power on led was on. A philips field service engineer (fse) visited the site and found that the power distribution contactor in the power supply cabinet was without l2 voltage. The fuses f23 and f2 from the mains power distribution unit (mpdu) were blown. The fse disconnected the power supply from the image processing (ip)-pc where upon the fuses did not blow anymore, this indicated that the ip-pc was defective. The fse replaced the ip-pc and informed customer to replace the power distribution cabinet contactor in the power cabinet. The returned part has been analyzed and showed that there was a short circuit inside the power supply unit of the ip-pc. After the replacement of the ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.